Event description:
It was reported the customer had repeated no delivery alarms. Customer stated they would change their infusion set and three to four hours later the alarm would occur again. Customer also reported receiving the alarm during a basal. The customer's blood glucose was 18 mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.